Manufacturer narrative:
H3: product analysis: evaluation determined that bearings damaged and front hole of tube found enlarged was confirmed. The likely cause of failure might be bearings are detached. It was also noted that difficult to insert tool in the attachment, bearings are corroded and spring and washer found corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use, the product exhibited an enlarged hole, bearing damage. It was reported that there was no patient involvement.